Manufacturer narrative:
One device was returned for repair. Service history found no relevant service history pertaining to repair. When powering up the device the system booted into an error message. Proceeded to replace the main printed circuit board (pcb) due to the main pcb corruption. The board was replaced, and all calibrations performed on the system. The pump passed all functional testing and was updated to the latest software version.

Event description:
It was reported that the device had a fail-safe resource error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.